Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20609611.

Event description:
It was reported that the patient was experiencing loss of stimulation as a result of high impedances which was recovered by reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. Explanted leads will not be returned.